Manufacturer narrative:
Conclusion: the product insert warns: an effective closed suction drain system requires maintenance of the system to maintain patency. The drain must not be allowed to occlude. In the event of occlusion of the drain, all wound drainage via the drain ceases.

Event description:
International customer reported, that a patient developed cardiac tamponade one day following an aortic valve replacement procedure. The surgical incision was re-opened. The drain placed at pericardium was occluded with blood coagulum. The occluded drain was removed and replaced.